Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient's reason for call was that "when she turns it on most times it shuts off in a couple minutes". Patient services had patient clarify this statement and patient stated that when she checks her stimulation with her patient programmer (pp) then puts away patient programmer it was like the she would stop feeling stimulation sensation after a couple minutes. Patient services walked patient through pp buttons ,patient seemed to think the ins off button was the pp off button. Patient reported that the device wasn't helping with her bladder control. Patient stated she increased stimulation to 5.0 v yesterday and then suddenly 'hit the ceiling' because stimulation was too strong so she had decreased stimulation down to 3.2 v and didn't feel stimulation sensation. Patient called her doctor's office and was told to "call manufacturer". The device was sync with the pp and it was noted stim was on. The patient increased stimulation to from 3.2 to 3.8, the patient felt stimulation in the correct location. Patient was directed to hcp to discuss when/which program to change to if increasing stimulation wasn't helping. Additional information was received on 2019-apr-18 from a consumer repeating the same issues. The patient stated ¿it shuts off after 2-3 minutes of being on¿ and didn't clarify if they meant the programmer or the stimulation. The patient mentioned that the device had not helped their symptoms by greater than 50% and their healthcare provider told them to call and get a new programmer. The caller stated that the stimulation stopped after an hour of being on, but later stated they stopped feeling stimulation after 2 minutes and the issue started over a year ago. The patient reported that their programmer had a crooked button, the off/on button sometimes does the opposite of what they wanted it to do. They wanted to shut it off and it turned on. The patient also stated the programmer screen on stayed on for a short amount of time. It was attempted to review information, but the caller insisted on getting a new programmer. The patient was sent a replacement programmer. It was noted the issue was first noticed a couple of months ago. On a second call the patient reported that one side of the stim off button was stuck in and the programmer would shut off after 2-3 minutes. No further complications were reported.